Event description:
Procedure: lobectomy. According to the reporter: the device was used at the lung artery. The stapler was fired, but the handle was stiff. The surgeon then removed the device by cutting the tissue on the pt side. Over 200cc, but under 500cc of bleeding did occur. It is reported that the pt is ok postoperatively. To finish the procedure, the surgeon used another device.